Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a cut in the silicon tubing was reported and is known to cause a leak. The cause of the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was leaking. This event occurred during drain two of four. The patient was connected. The technical service representative assisted the patient in ending therapy. The patient stated that the transfer set (ts) had been leaking from a small crack in the silicon tubing; the patient advised it was almost like the tubing had a ¿small cut¿. The patient did not notice any damage to the ts while setting up for therapy. The ts had not been banged, tugged, or pinched. The patient has gone to the clinic where they have replaced the ts. There was no patient injury or medical intervention associated with this event. No additional information is available.